Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found watertightness was not maintained due to holes in the curved rubber, the bending angle was insufficient due to the elongation of the angle wire, the curved rubber adhesive part was missing, an abnormal noise was generated due to damage to the angle lever, watertightness was not maintained due to deformation of the up/down plate. In addition, the insertion tube, the eyepiece, the grip, the angle lever, the diopter ring, and the up/down angle fixing lever, were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was pinholes in the bending rubber of the uretero-reno fiberscope. Inspection and testing of the returned device found the forceps plug cap had been scraped off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received (identified in b3 and b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect was caused by stress of repeated use, external factors or handling. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received identifies the phenomenon the customer reported occurred during a therapeutic f-tul (transurethral lithotomy) procedure. The procedure was delayed for 1-2 minutes to replace the fiber while the patient was under local anesthesia. The procedure was completed.